Event description:
Pt reported that back to back tests performed on their ss meter (within 10 minutes of each other) using separate finger sticks were 200 and 250mg/dl (22% difference). No symptoms were reported. Control solution test result (117) was in range (88-132). The meter was replaced. Lfs rep reviewed control solution with pt. There was no allegation of harm.